Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
This is the first of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03073 for details regarding the other associated device. It was reported to boston scientific corp that two resolution clip devices were used during a colonoscopy procedure with post polypectomy bleeding. According to the complainant, the over sheath grip separated from the sheath while trying to pull the sheath back to expose the clip. A second resolution clip device was used with the same result. After the difficulty deploying the clips, the bleeding had slowed considerably. The colonoscopy was completed and while removing the scope, it was noted that the bleeding had stopped. There were no pt complications reported as a result of this event.